Manufacturer narrative:
Correction: g2 missing in initial report plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak during their pd treatment. A fluid leak was discovered from the tubing of the cassette during an unknown phase of treatment. Fluid did not come in contact with the cycler. Upon follow-up, the pdrn confirmed that there was no leak from the cycler. The pdrn stated that the patient had some abdominal pain during the treatment, but confirmed no injury, adverse event, or medical intervention was required as a result of the reported event. The patient is taking heparin for fibrin in their pd catheter (non-fresenius device) and is unrelated to this event. The patient was able to complete treatment using manuals. The cassette used by the patient is not available to be returned to the manufacturer for evaluation because it was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak during their pd treatment. A fluid leak was discovered from the tubing of the cassette during an unknown phase of treatment. Fluid did not come in contact with the cycler. Upon follow-up, the pdrn confirmed that there was no leak from the cycler. The pdrn stated that the patient had some abdominal pain during the treatment, but confirmed no injury, adverse event, or medical intervention was required as a result of the reported event. The patient is taking heparin for fibrin in their pd catheter (non-fresenius device) and is unrelated to this event. The patient was able to complete treatment using manuals. The cassette used by the patient is not available to be returned to the manufacturer for evaluation because it was discarded.